Event description:
The ge oec 9800 fluoroscopy system displayed data error messages where the system would also not boot completely. A recycle of the power would allow the system to boot correctly. There was also reported issues with the vertical column lift where it would not function as intended.

Manufacturer narrative:
A ge oec service representative investigated the issue and found defective ps3 power supply. Additionally, the generator interface pcb (gib) was noted to be defective as well, causing the data errors. The ps3 power supply was replaced to repair the vertical lift column failure. The gib was replaced with the gib replacement kit and upgraded to software version 29. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.